Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that at the emergency room, difficulty in monitoring was confirmed after insertion of foley catheter.

Manufacturer narrative:
The reported event is unconfirmed. Photo: received three (3) photo samples. All photo samples showcase an overview of a 3-way foley catheter with material number: 119314 and manufacturing lot number: ngjv4947. Visual: visual evaluation of the returned sample noted 1 opened (without original packaging), 3 way foley catheter with syringe. Verified material number: 119314 and manufacturing lot number: ngjv4947.visual inspection of the sample noted the inflation cap was disconnected from the inflation arm upon return. Reconnected the inflation cap to inflation arm. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. As the reported event is unconfirmed, a risk and labeling review is not required. A review of the device history record was not necessary due to the reported event being unconfirmed. Based on the investigation results no additional action is required at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that difficulty in injecting water was confirmed after insertion of the foley catheter in the emergency room. Per notification from investigator on 24mar2026, it was reported that the failure of sample being tested for failure to display was found during sample evaluation on 19may2026.

Event description:
It was reported that difficulty in injecting water was confirmed after insertion of the foley catheter in the emergency room.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.